Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor displayed thin vertical lines across the entire screen upon power up of the device. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.